Event description:
Information was received from a patient and a healthcare provider regarding the patient who was implanted with an implantable neuros timulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stimulation. It was reported that the patient reported they recently had their interstim system removed but that there was a partial lead that was still in there that they could not remove. The patient stated they received a call from a rep that said they could have an MRI even with the fragment but clinic said that they needed to have something in writing stating that the lead was removed and that the remaining lead fragment was okay for an MRI so the patient could have the MRI. Patient services reviewed with the patient that there was no recent record of an interaction with the patient from the patient and technical services group, reviewed MRI guidelines with the patient and attempted to find more information out about who this rep who spoke with the patient was but the patient was escalated and not answering patient services' questions. Patient kept saying the clinic needed something in writing. Patient services provided the patient with the technical services phone number for the MRI clinic to call. The patient disconnected the call once patient services provided the patient with the technical services number before patient services could assist the patient any further or collect/clarify the event information. Documented reported event. No further action was taken by patient services. The patient called back and repeated informa tion regarding the lead fragment and not being able to get an MRI of their kidney because the MRI facility told them they were ineligible for MRI due to the lead fragment. The patient repeated that they had spoke with a employee and were told they could get an MRI, so the patient was frustrated they got conflicting information regarding their MRI eligibility. There was no record of the patient speaking with a someone from patient services, so agent reviewed it was most likely a rep they had spoken with. The patient mentioned that their doctor did the explant procedure. Agent reviewed that their doctor would need to fill out the lead fragment MRI eligibility form to determine if they are eligible for MRI. Agent advised the patient to contact their doctor's office and request to have them fill out the form. Agent reviewed that the hcp's office can contact technical services if they don't have the form or have questions.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3093-28 (lot: va0clpv); product type: 0200-lead; implant date (B)(6) 2014; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were not informed why the partial lead was left in their body. They need to have an MRI but the radiologist will not perform. They were told they cannot have it removed (B)(6) 2025. They have attempted to get a MRI for 3 years. They had the ins removed however a fragment remains in buttock and have been told by the doctor it cannot be removed even if they were to get another ins. The patient was very concerned about their further medical needs when it involved the need for a MRI. The issue was not resolved and no further action will be taken.

Manufacturer narrative:
Continuation of d10: product ID 3093-28, lot# va0clpv, implanted: (B)(6) 2014, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.